Event description:
It was reported that the customer experienced a past high blood glucose event, reaching 429 mg/dl, which required a visit to the emergency room. The customer was treated with intravenous fluids of saline and insulin which resolved the issue, and no permanent damage was identified by healthcare professionals. System check with tandem technical support confirmed the pump was functioning as intended.